Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned in segments, analyzed and the defibrillation conductor was fractured. It was noted that the distal conductor was distorted, the defibrillation conductor was distorted, the defibrillation conductor was cut, there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the lead exhibited non-sustained ventricular tachycardia oversensing episodes and a high short interval counter. The lead was explanted and replaced. No patient complications have been reported as a result of this event.